Event description:
This complaint is from a literature source. It was reported that one patient experienced mitral tendinous cord lesion after radiofrequency ablation of pulmonary veins. Neither medical intervention nor extended hospitalization was reported in the article. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿predictors of luminal loss in pulmonary veins after radiofrequency ablation.¿ the purpose of this study was to investigate postablation morphological changes in the pulmonary veins and to evaluate preablation magnetic resonance imaging predictors for stenosis. Other adverse events were reported in this article: 1 patient femoral hematoma; 1 patient air embolism; 2 patients femoral arteriovenous fistula; 78 patients pulmonary vein stenosis. Suspected device is navistar, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: navistar catheter; lasso circular mapping catheter; carto mapping system. Other company¿s devices were used during this study: 1-t (signa lx; ge medical systems) or 1.5-t system (sigma excite; ge medical systems). (B)(4).